Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was found to be in back up vvi mode after the patient underwent MRI scan. The patient received multiple inappropriate hv therapies. Device code download was performed successful. Further testing was recommended. Patient condition is fine.